Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged issue began on (B)(6) 2012 at 10 a.m. The patient claimed that she called emergency medical service (ems) when she reportedly obtained a blood glucose result of "548 mg/dl" with the subject meter. The patient mentioned that at the time she obtained the "548 mg/dl" result she was experiencing symptoms of "sweaty, lightheadedness, and chest pain," which she associated with high blood glucose. The patient stated that ems arrived at her home within 15 minutes and tested her blood glucose with their meter and obtained a result of "90 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the mss that she was "shocked" that her blood glucose was low since her blood glucose had been reading high all day. The patient said that two hours prior to obtaining the "548 mg/dl" result she had obtained a blood glucose result between "300-400 mg/dl" and at that time administered herself 25 units of humalog insulin. The patient stated that ems advised her to eat something to bring her blood glucose up and so she consumed ½ of a peanut butter sandwich. The patient claimed that the symptoms abated within 15 minutes of eating the ½ of peanut butter sandwich. The patient told the mss that she manages her diabetes with humalog insulin (35 units before breakfast, lunch and dinner) and lantus insulin (100 units before bed). The patient also mentioned to the mss, that she tests her blood glucose 4 times a day (before each meal and bedtime), and that her normal results are between the mid 400s-500 mg/dl and have been elevated due to her leukemia. During troubleshooting the customer care advocate (cca) confirmed that the patient was using an approved sample site and that the subject meter was set to the correct unit of measurement. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly obtained a blood glucose result developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the patient had to call ems due to the alleged issue. Furthermore, the reported results being compared exceed lfs's specification for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.